Manufacturer narrative:
The cause for the discordant progesterone results is unknown. Improper handling or storage of the samples may be a cause of the discordant results between the two sites. The calibrations and qc were within acceptable range. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
Discordant advia centaur progesterone results were obtained for patient samples. The progesterone results were not in agreement with the ultrasound and a second advia centaur instrument at a different site. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant progesterone result.